Event description:
It was reported that the pump was emitting a tone; a one-second beep that occurred at precisely at 12 and 6; 24 hours/day. It had started two days prior the patient had no symptoms. The next refill was scheduled for (B)(6) 2013. The patient had not had any type of medical procedures lately; the patient had been through a security gate several months back, but nothing recently. The patient had not had any other environmental exposures. The pump was delivering a ¿cocktail¿; morphine and ¿they added something else¿. It was later reported it was a low reservoir alarm. The person who schedules appointments should have scheduled the patient to come in a week earlier. It was an error on their part. The pump was not empty, just low. There was no product issue and the patient is fine. The patient came in, was filled and there were no problems after that.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009,product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer apply to this event; the conclusion code has been updated.